Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm may be due to site, set or reservoir issues. The customer's blood glucose was 354 mg/dl at the time of incident. Customer states the tubing is not bent or kinked. Customer states they have tried all remedies. The insulin pump will not be returned for analysis.